Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, however dried blood was found on the overlay tubing and lobes; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the lobes would not un-deploy/retract. The lead was not used. No patient complications have been reported as a result of this event.